Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The patient experienced dizziness, the cgm was reading low, and the blood glucose reading was 64.0 mmol/l. The patient stated, ¿the hospital gave her insulin,¿ but no further information regarding this was reported. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.